Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt was implanted on an unk date with dhs plate and lag screw construct for prophylactic orif treatment of femur tumor. On an unk date, the pt fractured the femoral neck and was experiencing pain. The implants stayed intact. The fracture occurred above the plate. Pt was returned to the operating room on 07/09/2012 for revision surgery. Surgeon removed all hardware and revised pt to a total hip replacement with competitor's hardware. This is 1 of 2 reports for the same event.